Manufacturer narrative:
Approximate age of device is 3 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the percutaneous leads (driveline) showed physical damage. X-rays confirmed the damage and an external portion of the percutaneous lead was replaced approximately 5" from the patient's exit site by technical services. The issue was resolved with no impact to the patient.